Event description:
During the procedure a powersail balloon catheter was used for post dilatation of a stent. Upon removal of the balloon catheter, it separated at the guide wire exit notch. The separated portion of the balloon catheter was wrapped around the guide wire and was able to be removed from the pt. The entire balloon catheter was removed from the pt and there was no pt injury.